Event description:
The customer reported to olympus, the high definition autoclavable camera head had no picture and parasites on the screen. The issue was found during preparation prior to sedation. There were no reports of patient harm or involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation of parasites on the screen was confirmed. The allegation of no image was not confirmed. Device evaluation found that due to deterioration of cable unit, the displayed image was flickering. Additionally, other evaluation findings include the following: due to deformation of coupler unit, the coupler did not rotate smoothly. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿should any irregularity be observed, do not use the camera head; contact olympus.¿ the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high definition autoclavable camera head had no picture and parasites on the screen. The issue was found during preparation prior to sedation. There were no reports of patient harm or involvement.